Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The hygiene microbiological investigation report from the customer indicated the rinse liquid from the endoscope was tested. The working channel tested positive for more than 400 colony forming units (cfu) per 100 milliliter (ml) of escherichia coli and nozzle tested positive for 1 cfu/100 ml of escherichia coli. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer provided details on the cleaning, disinfection, and sterilization process followed onsite. The pre-cleaning detergent used was sekusept. The customer aspirates water through the instrument/suction channel and flushes out the air/water channel, auxiliary water channel, balloon channel and forceps elevator wire channel. During manual cleaning, the customer brushes the instrument/suction channel, the suction cylinder and the instrument channel port using the brush fuji medwork racoon cleaning brush. Disinfection was performed using olympus etd double washer disinfector. The maintenance and repair was performed by olympus. The endoscope was not sterilized. The device was returned. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The distal end unit, instrument/biopsy/suction channel, air/water channel and auxiliary water channel was sampled and there was no bacterial detection. The obtained results are in conformance with the requirements. The returned device was evaluated. The air/water cylinder and suction cylinder had discoloration. The objective lens had a scratch due to which the image had a shadow. Adhesive on bending section cover had worn out. Due to wear of angle wire, bending angle in down direction does not meet the standard value. Due to deformation of bending tube, bending angle in upward direction exceeds the standard value. Universal cord had buckling. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.